Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Scaphoid osteosynthesis is performed and the specialist proceeds to perform ligament tenorrhaphy. Drilling is done with the mini anchor drill, the specialist impacts mini anchor and when performing the corresponding tension to flip, it leaves the bone. And the orthocord breaks. Another anchor is passed (used) and tenorrhaphy is performed. Additional information received via email from the affiliate on 12-14-2016. The specialist used another insertion point for the final anchor. The suture broke in relation to the anchor when it was done the traction. No instruments were used to manipulate the suture. It was used the tension of the specialist's hand. There was no adverse event to the patient.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being filed to document the receipt of the complaint device at depuy synthes mitek on february 9, 2017. (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. The suture that was returned was too short of a sample to pull test so no functional testing could be performed. Visually, there were slightly frayed ends, indicating a cut in the material. A specific DHR on the suture component of this device revealed no anomalies or discrepancies with that lot of suture that was released. A root cause could not be definitively determined at this moment but this type of failure is typically associated with the suture coming in contact with a sharp object/instrument. Additionally, a DHR review for the finished, assembled device has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints from this lot of devices that were released to distribution. At this time, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed to document the reciept of the complaint device at depuy synthes mitek on february 9, 2017. UDI: (B)(4).